Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that after the implant procedure, the patient had fluid draining from his penoscrotal incision site. The patient underwent a surgical procedure in which it was determined that there was an infection at the scrotum. All components were explanted, a wash out was performed with antibiotic irrigation and a new malleable penile prosthesis was placed. The patient was prescribed with post operative antibiotics. The patient is expected to fully recover.